Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device could not be interrogated when the patient presented in clinic for follow-up. Device battery has 3-6 months to eri during last device check in (B)(6) 2018. ECG showed magnet response. Premature battery depletion was suspected. Patient was stable and will be scheduled device changeout procedure.

Event description:
New information received notes that the device was explanted and replaced. Patient was stable.